Event description:
The following was reported to arjohuntleigh by the dir of care: on (B)(6) 2014, while the caregiver was showering the resident, the resident's heel became stuck in the drain. The caregiver tried to turn the resident not knowing that the resident's heel was stuck. The resident was taken to the emergency room where it was determined that the resident sustained a fracture to the tibial platform requiring a cast.

Manufacturer narrative:
(B)(4)). Additional info will be provided upon conclusion of the investigation. (B)(4).